Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary medwatch (mw5114994). The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of harm or injury. No medical intervention was required by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil confirmed the device powers on and provides airflow. During review of the error logs. During the investigation, pil observed: an unknown contaminant, possibly sticker or tape residue, was observed on the top enclosure. A dust-like contaminant was observed on the accessory flip doors, top enclosure, front panel, rear panel, bottom enclosure, and blower. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.

Event description:
The manufacturer received voluntary medwatch (mw5114994). The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.